Event description:
Account stated the head section was not raising with weight on the head section.

Manufacturer narrative:
Account stated that he has not had time to work on the bed and that it will be some time until he will be able to find the time to work on this bed. Repair has not been completed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.